Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient was driving home and felt a jolt in their whole body. This occurred on (B)(6) 2015. The patient¿s hair on their arms stood up and it felt like lightening hit the car or the ground near the car. The stimulation was on when this happened, the patient checked their implantable neurostimulator (ins) battery level the night prior and it was at 3/4. The patient charged the week prior. The morning of the report when the patient checked their ins battery it was down to a 1/4. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).